Event description:
It was reported that the customer was receiving messages on the insulin pump. Customer was advised to go to blood glucose reminder and turn the blood glucose function off. Customer stated that he had been having issues with low blood glucose levels. Customer's blood glucose level was 40 mg/dl. Customer stated that he over estimated his carb intake for supper and that was the reason for his low blood glucose level. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.